Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The device was given functional testing. During testing the reported issue could not be duplicated; the device passed functional testing. The root cause of the issue could not be established.

Event description:
It was reported that the device alarmed and gave a "no cassette" message. No adverse effects to patient reported.

Manufacturer narrative:
Additional information received that this event occurred during testing and there was no patient involvement.